Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a clot in their right atrium. A clot/thrombus was seen via a soundstar catheter in the right atrium at the start of the procedure. The bwi representative stated that the clot then disappeared. The physician monitored the right atrium for an hour before proceeding transeptal. The case was continued without patient consequences. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of the issue is that it was patient condition. Increased dose of hemolytics until a higher activated clotting time (act) was obtained and held for 1.5 hours. Physician looked closely throughout whole heart and could not find clot that was seen at beginning of procedure. He hypothesized that it was not fully formed when we saw it and it had broken up shortly after we visualized it on intracardiac echocardiography (ice). There was no adverse event to the patient. Heparin was given before and during the procedure. Heparin was already infused at time of first seeing clot on ice. Act was 300¿s and up to high 300¿s before going transeptal. Yes, it was maintained through the case.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).